Event description:
The reporter stated that a vns patient had recently fallen "on her left side and her vns does not feel right." Later the patient's treating vns therapy physician indicated that the patient had been diagnosed with a lead fracture. Good faith attempts for additional information have been unsuccessful to date.